Event description:
It was reported that the patient was in a car accident on (B)(6) 2013 and since the accident the patient was not getting relief with the implantable neurostimulator (ins) ¿like they used to.¿ the patient stated that ¿it did not feel the same.¿ it was noted that since he accident the patient was going to physical therapy. It was further noted that when the physical therapist pressed on the ¿lead area¿ or the ¿lead was pressed in a certain way¿ the patient was getting relief with the ins. The patient stated when the ins was turned up to 6v and they ¿barely felt a tingle¿ but when ¿it¿ was pressed the patient stated they felt ¿like a paralyzing stimulation.¿ the physical therapist told the patient that the lead or contact was not in the ¿right area.¿ the patient also mentioned that the healthcare professional (hcp) did an x-ray and stated that they did not see the leads shift or move. The patient mentioned that their daughter slept in the bed with the patient and she ¿kicks [the patient] in the device and it causes [the patient] to pee blood because it was over the kidney.¿ the patient stated that if ¿she was going back in to get the device revised¿ the patient would ¿just get the device removed.¿ the patient was planning on returning back to physical activities. The patient mentioned that they would be going in for a spinal surgery and ¿this would be the sixth one.¿ the patient also mentioned that they were in the middle of switching doctors due to insurance. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had back spasms after the accident as well.